Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that a two-incision technique was utilized to secure the electrode. The local representative commented that the device position was acceptable; however, the tip of the electrode appears to be superficial and the patient is complaining of some discomfort. The technical service's consultant explained that if the electrode tip is too superficial there could be some skin erosion. The technical service¿s consultant recommended that a third incision at the tip electrode area could be placed and ensure that the tip is sutured down to the fascia. The technical service's consultant discussed the options of re-tunneling of the electrode. Boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. A third incision was added and the tip of the electrode was sutured down. The physician did not need to re-tunnel this electrode during this surgical intervention. There was no evidence of skin erosion.